Event description:
Surgeon reported difficulties during a maxillofacial procedure involving vsp system devices. Surgical complications related to the fit of the custom plates resulted in the scheduling of a revision surgery to address concerns.